Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had failed battery test alarm and reported that the threads on the battery cap are worn and there is corrosion inside the battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is expected to return for analysis.